Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced an elevated blood glucose (bg); value not provided. A correction bolus was delivered and an infusion set change was performed to address bg. A system check confirmed that the pump was working as intended. Reportedly, the customer was using apidra insulin within the cartridges. Tandem technical support advised the customer against using off label insulin with the pump. A supply change was performed resolving the issue.